Event description:
It was reported by the customer that on (B)(6) 2010, that the very tip of the fiber cap (cylinder part) melted and the aiming beam became dispersed at 95,847 joules. No pt injury was reported. The device was not returned for evaluation.